Event description:
Patient's atrial lead is displaying noise in clinic. Lead impedance, threshold, and sensing are in range. Noise is reproducible with postural testing. Device reprogrammed without atrial sensing. Doctor to be informed. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.